Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test. There was no power to the mobile view station (mvs). The din rail fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A biomedical engineer from the site reported that they blew their fuses on the imaging system. The biomed engineer replaced the fuses. There was no patient present when this issue was identified. No further details regarding this issue were provided.